Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, loss of capture was noted on the right ventricular (rv) lead. The patient was scheduled for capture testing. In testing, rv threshold was found to be at subthreshold. Programming changes were made. Chest x-ray confirmed no lead issues. The patient was stable.